Event description:
It was reported that during implant attempt, the adapters were not able to connect with a myocardium lead. The devices were not used. There were no patient complications reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B) (4): device returned but no anomalies noted.